Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported they inadvertently swapped the alcohol bottle with detergent during reprocessing of endoscopes with their advantage plus endoscope reprocessing system. The scopes were subsequently used during patient procedures. No report of injury.